Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Lot number - the initial lot number reported was incorrect and should be ni. Reported event was confirmed by review of a photograph. The photograph of the fractured nail was provided and the picture confirms that a small part of the head has fractured off. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.  Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported during surgery, the tibial nail fractured from the base plate. Subsequently, it was discovered that a piece of the instrument was retained in the patient when the post-op x-rays were taken. No additional patient consequences were reported.